Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. The handle reached articulation limits records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right pulmonary lobectomy, when cutting off the lung tissue, the stapler was not able to fire, the surgeon was able to press the green button and squeeze the handle. It was reported that they were unable to complete the firing which resulted to poor staple formation. The staple line was incomplete distally was also noted. They replaced a new device to complete the case. There was no patient injury.